Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a detached hub is confirmed and was determined to be manufacturing related. One arterial extension set was returned for evaluation. An initial visual observation showed use residue on the returned sample. The distal male luer hub was found to be detached. A broken-up ring of what appears to be adhesive was observed just proximal to the distal end of the tubing. A microscopic observation revealed very little adhesive on the distal end of the tubing, distal to the ring of adhesive. The location of the ring of adhesive suggests the tubing was not inserted far enough into the hub during assembly. The investigation has been forwarded to the manufacturing facility for further evaluation, and bd is working closely with the manufacturing facility to prevent recurrence of the reported event. H3 other text: evaluation findings are in section h11.

Event description:
It was reported "we've had a couple incidents recently of the connection piece becoming unbonded and breaking away from the tube itself, which is of great concern. " additional info. Received 01/12/2021: "lot number: not available. Package was discarded."

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "we¿ve had a couple incidents recently of the connection piece becoming unbonded and breaking away from the tube itself, which is of great concern. " additional info. Received 01/12/2021: "lot number: not available. Package was discarded. All current product is lot# juew1689, and is likely the lot the defective one came from."